Event description:
It was reported that the user experienced low glucose episodes after a factory reset of the ilet per physician direction, followed by high glucose readings, and acknowledged overtreating hypoglycemia. Troubleshooting and education were provided on correct treatment of lows and highs, with oral glucose guidance, and no device alerts or alarms were noted. Symptoms included hypoglycemia and subsequent hyperglycemia ranging from 39 mg/dl to 401 mg/dl. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed no device problem, a usage problem was identified, and the issue related to improper or incorrect procedure or method involving the user interface. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event.